Event description:
It was reported that during an unknown procedure, the staple line opened when trying to insert another device. Doctor could not find staples with an x-ray. A permanent stoma was performed.